Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off could not be confirmed. Verified that there was strong adhesion observed on the adhesive pad during the inspection.

Event description:
The patient reported that a v-go worn yesterday on her abdomen came off before the end of 24 hours. Patient had been wearing for about 16 hours and it came off at about midnight. Patient did not put on a new v-go till 8am this morning, on her left hip, and it came off at about 10:40am central time. Patient reported some needle pain with both v-go's. This was from poking of the needle after the pad came loose. Patient has the v-go that came off this morning, but threw away the v-go that came off at midnight last night.